Event description:
The hearing aid (h/a) user told the h/a specialist that wax guards had been missing from his aids, and said he had to see a doctor to have them removed. There was no injury, no swelling, no redness, or no draining.